Event description:
In 2003, a 28mm asd device was implanted in a female pt who has an asd of 27mm of diameter by echocardiogram, balloon and cardiac catheterization approx 10 minutes after implant, the device migrated to the right ventricle and was retrieved with a curry intravascular retrieve set (cook) with no pt complications. The pt went to surgery to close to defect.